Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that monitor is black while on due to component. Field service engineer replaced the drawer controller and module controller to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system monitor was black while on and can hear clicking. The customer reported that users were unable to remove medications. There was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.